Event description:
It was reported that the intra-aortic balloon pump (iabp) was not on a pt. The rn called to ask "if someone would be by to fix the pump or to give a replacement pump." The rn reported that during a class taught by a clinical support specialist (css), "the audio alarm was not working and there was a battery problem." The css who took this hot line call told the rn that she would contact the field service tech (fst). In the meantime, the fst already knew about this event and was in the process of contacting the customer.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation. The biomed dept replaced the battery and fiberoptix sensor slider as part of a service agreement and performed a preventative check on the iabp on 07/14/2009. Per the field service engineer, the biomed switched the cables (speaker and battery sense) that connect to the top of the central processing unit (cpu) printed circuit board (pcb). If these 2 cables are switched and not connected properly, this would result in the reported problem. It was confirmed that the speaker and battery sense cables were not connected to their proper locations.